Event description:
The rep reported the device was used during a laparoscopic bladder neck suspension. It was reported the ems fired two staples at one time and then none. Then fired staples with the legs staying open. Another stapler was opened to complete the case. There was no consequence to the pt.